Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. Two devices were returned for analysis. Visual inspection noted both instruments were returned partially applied with clips remaining. One instrument had observed jaw misalignment. No other visual abnormalities were noted. Functional evaluation noted the returned instrument that had misaligned jaws was able to fire its remaining clips into appropriate test media, but clips formed with a scissor formation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The reported condition was confirmed. The analysis noted evidence that the device was not used as intended. Replication of the misaligned jaws condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. Instruction for use (IFU) states: do not excessively twist or torque the jaws. Excessive twisting or torquing the jaws may dislodge clip from the jaws or cause clip malformation after jaw closure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when occluding the vessels during an open breast conservative therapy, the surgeon was able to squeeze the handle and jaws were able to close but clips were not closing in parallel. It was stated that two devices had the same malfunction during the event. Another device was used to complete the case.